Event description:
Reporter indicated a vns pt presented with high lead impedance on both normal mode and systems diagnostic tests. The physician reviewed x-rays and a lead break was confirmed. The pt denies falls, trauma and does not manipulate device. The pt underwent vns therapy system replacement surgery. The explanted products have been returned to the manufacturer and are pending product analysis. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.